Event description:
Inaccurate readings from my "roche, accu-chek, aviva glucometer. This apparently has caused many paramedic visits in the last few months because of low blood sugars. Dates of use: 2006 - 2007. Diagnosis or reason for use: diabetes. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.